Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Discarded.

Event description:
It was reported that the posterior capture of the #4 femoral cutting guide broke.

Manufacturer narrative:
The patient is (B)(6). An event regarding fracture of the posterior capture involving a specialty triathlon mis captured 4:1 cutting block was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed because the device was not returned. -medical records received and evaluation: not performed because no records were received for review. -device history review was not performed because the lot was not provided. -complaint history review was not performed because the lot was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as the returned device and operative report are needed to complete the investigation for determining root cause.

Event description:
It was reported that the posterior capture of the #4 femoral cutting guide broke.